Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported through implant patient registry, approximately 9 months post implant of a 29 mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The cause for the valve explant is unknown at this time.

Manufacturer narrative:
Additional information was received. Sections were updated. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The source of the infection was not identified. As late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body, it is not in any way related to the sterilization or packaging process of the device. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Therefore, the event is not considered to be related to an edwards lifesciences device and is not a MDR reportable event. A corrected supplemental is being submitted.

Event description:
Approximately 9 months post implant of a 29mm sapien 3 valve in the aortic position, the patient was admitted with sepsis, and found to have vegetation and gram-positive cocci in their blood. The blood cultures were unable to be cleared and due to the mobility of the lesion, it was indicated to remove the valve. There was extensive dense adhesions of the valve deeply embedded into the root necessitating reconstruction of the areas with patch and intermittent sutures. There was a large mobile vegetation on the leaflets. The tavr valve was removed, an aortic endarterectomy was performed, reconstruction of the aortic root and aortic wall was performed, and the aortic valve was replaced with 23mm pericardial valve. The right anomalous coronary artery could not be identified and, therefore, a bypass consisting of saphenous vein to the right coronary artery was performed.